Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ('lower abdominal pain') and back pain ('back pain / diffuse lumbar pain (markedly improved after disc intervention)') in a 49-year-old female patient who had essure (batch no. 84219215 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced asthenia ("great general weakness and lack of energy/ major asthenia for 5 years"). In 2013, the patient experienced arthralgia ("arthralgia predominantly in the wrists and shoulders"), visual impairment ("reduction in vision"), aphasia ("increasing wrong use of words") and amnesia ("memory loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), back pain (seriousness criterion medically significant), menorrhagia ("menstrual cycle is regular at 28 days with periods lasting 8-9 days with the need to change period products every 1 to 2 hours for 6 days, and also at night (wearing a pad at night), with overflow and clots"), dysmenorrhoea ("moderate dysmenorrhea"), allergy to metals ("hypersensitivity in the presence of nickel"), adenomyosis ("adenomyosis"), headache ("cephalalgia / headaches"), fatigue ("physical and chronic fatigue"), fibromyalgia ("fibromyalgia"), pain in extremity ("arm and leg pain / pain in the fingers or feet"), musculoskeletal pain ("buttock pain"), muscle spasms ("muscle spasms or cramps"), hypertension ("high blood pressure"), chest discomfort ("tightness on the chest"), cardiac disorder ("cardiac disorders"), abdominal pain upper ("stomach aches"), peripheral swelling ("swelling of the extremities"), dry skin ("dry skin"), alopecia ("hair loss"), noninfective gingivitis ("inflammation of the gums"), toothache ("pain in the teeth"), gingival pain ("pain in the gums"), infection ("repeated infection"), fungal infection ("mycosis"), herpes virus infection ("herpes"), candida infection ("chronic candidiasis"), hypoglycaemia ("hypoglycaemia"), nausea ("nausea"), balance disorder ("imbalance"), dizziness ("dizziness resistant to treatment"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), sensory disturbance ("sensitivity disorder: (touch, smell, vision, hearing)"), speech disorder ("difficulty speaking"), apathy ("apathy"), irritability ("irritability"), indifference ("indifference's to the world"), anxiety ("anxiety"), aggression ("temper tantrums"), depression ("depression"), nervousness ("nervousness"), impaired reasoning ("difficulty with decision-making"), affect lability ("emotional instability"), initial insomnia ("difficulty falling asleep"), hypersomnia ("hypersomnia"), tremor ("tremor of hands, lips, eyelids"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disorder") and obsessive thoughts ("obsession"). The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (essure removal by interadnexal hysterectomy with bilateral salpingectomy and underwent an l5-s1 disc intervention with placement of a titanium disc prosthesis in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, headache, asthenia, arthralgia, pain in extremity, musculoskeletal pain, muscle spasms, hypertension, chest discomfort, cardiac disorder, abdominal pain upper, peripheral swelling, dry skin, alopecia, noninfective gingivitis, toothache, gingival pain, infection, fungal infection, herpes virus infection, candida infection, hypoglycaemia, balance disorder, dizziness, hypoaesthesia, paraesthesia, sensory disturbance, visual impairment, aphasia, amnesia, speech disorder, apathy, irritability, indifference, anxiety, aggression, depression, nervousness, impaired reasoning, affect lability, initial insomnia, hypersomnia, tremor, attention deficit hyperactivity disorder and obsessive thoughts had resolved, the menorrhagia, dysmenorrhoea, allergy to metals, adenomyosis and nausea outcome was unknown and the fatigue and fibromyalgia was resolving. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, adenomyosis, affect lability, aggression, allergy to metals, alopecia, amnesia, anxiety, apathy, aphasia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, balance disorder, candida infection, cardiac disorder, chest discomfort, depression, dizziness, dry skin, dysmenorrhoea, fatigue, fibromyalgia, fungal infection, gingival pain, headache, herpes virus infection, hypersomnia, hypertension, hypoaesthesia, hypoglycaemia, impaired reasoning, indifference, infection, initial insomnia, irritability, menorrhagia, muscle spasms, musculoskeletal pain, nausea, nervousness, noninfective gingivitis, obsessive thoughts, pain in extremity, paraesthesia, peripheral swelling, sensory disturbance, speech disorder, toothache, tremor and visual impairment with essure. The reporter commented: the essure insertion was unremarkable on the left and difficult on the right. As per medical records: essure removal was required, hysterectomy indicated due to associated adenomyosis. The rheumatology assessment did not find any etiology, the patient received several injections (unspecified) to no effect. The back pain markedly improved after an l5-s1 disc intervention in (B)(6) 2015. After the surgery for essure removal, the reporter (unclear if patient herself) reported the absence of all events, except for fibromyalgia and physical and chronic fatigue (from time to time, interpreted as recovering/ resolving). The unspecified cardiac disorder stabilized, even her blood pressure dropped. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: unremarkable. Computerised tomogram pelvis - on (B)(6) 2017: unremarkable. Computerised tomogram thorax - on (B)(6) 2017: unremarkable. Hysterosalpingogram - on an unknown date: essure was im place, no tubal passage. Lymphocyte stimulation test - on (B)(6) 2017: low positivity in the presence of nickel, consistent with delayed hypersensitivity. Magnetic resonance imaging - on (B)(6) 2016: moderate diffuse adenomyosis, a small posterior fibrous sub-peritoneal endometriosis nodule on the left uterosacral ligament. Physical examination - on an unknown date: rheumatology assessment: no etiology found for the pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-apr-2017. The most recent information was received on 02-oct-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ('lower abdominal pain') and back pain ('back pain / diffuse lumbar pain (markedly improved after disc intervention)') in a (B)(6) female patient who had essure (batch no. 84219215 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced asthenia ("great general weakness and lack of energy/ major asthenia for 5 years"). In 2013, the patient experienced arthralgia ("arthralgia predominantly in the wrists and shoulders"), visual impairment ("reduction in vision"), aphasia ("increasing wrong use of words") and amnesia ("memory loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), back pain (seriousness criterion medically significant), menorrhagia ("menstrual cycle is regular at 28 days with periods lasting 8-9 days with the need to change period products every 1 to 2 hours for 6 days, and also at night (wearing a pad at night), with overflow and clots"), dysmenorrhoea ("moderate dysmenorrhea"), allergy to metals ("hypersensitivity in the presence of nickel"), adenomyosis ("adenomyosis"), headache ("cephalalgia / headaches"), fatigue ("physical and chronic fatigue"), fibromyalgia ("fibromyalgia"), pain in extremity ("arm and leg pain / pain in the fingers or feet"), musculoskeletal pain ("buttock pain"), muscle spasms ("muscle spasms or cramps"), hypertension ("high blood pressure"), chest discomfort ("tightness on the chest"), cardiac disorder ("cardiac disorders"), abdominal pain upper ("stomach aches"), peripheral swelling ("swelling of the extremities"), dry skin ("dry skin"), alopecia ("hair loss"), noninfective gingivitis ("inflammation of the gums"), toothache ("pain in the teeth"), gingival pain ("pain in the gums"), infection ("repeated infection"), fungal infection ("mycosis"), herpes virus infection ("herpes"), candida infection ("chronic candidiasis"), hypoglycaemia ("hypoglycaemia"), nausea ("nausea"), balance disorder ("imbalance"), dizziness ("dizziness resistant to treatment"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), sensory disturbance ("sensitivity disorder: (touch, smell, vision, hearing)"), speech disorder ("dificulting speaking"), apathy ("apathy"), irritability ("irritability"), indifference ("indifferences to the world"), anxiety ("anxiety"), aggression ("temper tantrums"), depression ("depression"), nervousness ("nervousness"), impaired reasoning ("difficulty with decision-making"), affect lability ("emotional instability"), initial insomnia ("difficulty falling asleep"), hypersomnia ("hypersomnia"), tremor ("tremor of hands, lips, eyelids"), attention deficit hyperactivity disorder ("attention deficit hyperactivity disorder") and obsessive thoughts ("obsession"). The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (essure removal by interadnexal hysterectomy with bilateral salpingectomy and underwent an l5-s1 disc intervention with placement of a titanium disc prosthesis in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, headache, asthenia, arthralgia, pain in extremity, musculoskeletal pain, muscle spasms, hypertension, chest discomfort, cardiac disorder, abdominal pain upper, peripheral swelling, dry skin, alopecia, noninfective gingivitis, toothache, gingival pain, infection, fungal infection, herpes virus infection, candida infection, hypoglycaemia, balance disorder, dizziness, hypoaesthesia, paraesthesia, sensory disturbance, visual impairment, aphasia, amnesia, speech disorder, apathy, irritability, indifference, anxiety, aggression, depression, nervousness, impaired reasoning, affect lability, initial insomnia, hypersomnia, tremor, attention deficit hyperactivity disorder and obsessive thoughts had resolved, the menorrhagia, dysmenorrhoea, allergy to metals, adenomyosis and nausea outcome was unknown and the fatigue and fibromyalgia was resolving. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, adenomyosis, affect lability, aggression, allergy to metals, alopecia, amnesia, anxiety, apathy, aphasia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, balance disorder, candida infection, cardiac disorder, chest discomfort, depression, dizziness, dry skin, dysmenorrhoea, fatigue, fibromyalgia, fungal infection, gingival pain, headache, herpes virus infection, hypersomnia, hypertension, hypoaesthesia, hypoglycaemia, impaired reasoning, indifference, infection, initial insomnia, irritability, menorrhagia, muscle spasms, musculoskeletal pain, nausea, nervousness, noninfective gingivitis, obsessive thoughts, pain in extremity, paraesthesia, peripheral swelling, sensory disturbance, speech disorder, toothache, tremor and visual impairment with essure. The reporter commented: the essure insertion was unremarkable on the left and difficult on the right. As per medical records: essure removal was required, hysterectomy indicated due to associated adenomyosis. The rheumatology assessment did not find any etiology, the patient received several injections (unspecified) to no effect. The back pain markedly improved after an l5-s1 disc intervention in (B)(6) 2015. After the surgery for essure removal, the reporter (unclear if patient herself) reported the absence of all events, except for fibromyalgia and physical and chronic fatigue (from time to time, interpreted as recovering/ resolving). The unspecified cardiac disorder stabilized, even her blood pressure dropped. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: unremarkable. Computerised tomogram pelvis - on (B)(6) 2017: unremarkable. Computerised tomogram thorax - on (B)(6) 2017: unremarkable. Hysterosalpingogram - on an unknown date: essure was im place, no tubal passage. Lymphocyte stimulation test - on (B)(6) 2017: low positivity in the presence of nickel, consistent with delayed hypersensitivity. Magnetic resonance imaging - on (B)(6) 2016: moderate diffuse adenomyosis, a small posterior fibrous sub-peritoneal endometriosis nodule on the left uterosacral ligament. Physical examination - on an unknown date: rheumatology assessment: no etiology found for the pain. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor valid lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no valid batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2020: health authority provided summary hospital records with age, lab data, and case description (including adenomyosis as reason for the hysterectomy - in addition to the bilateral salpingectomy and removal of essure, described as required). New events: swelling of the extremities, muscle spasms/cramps, imbalance, tightness on the chest, difficulty speaking, apathy, great general weakness and lack of energy, indifference to the world, anxiety, temper tantrums, depression, nervousness, difficulty with decision-making, emotional instability, difficulty falling asleep, hypersomnia, dry skin, hair loss, inflammation of the gums, repeated infection, mycosis, herpes, chronic candidiasis, hypoglycaemia, pain in the teeth, pain in the gums, tremor of hands, lips, eyelids, attention deficit hyperactivity disorder, obsession, stomach aches, nausea, dizziness, sensitivity disorder: (touch, smell, vision, hearing), cardiac disorder, diffuse lumbar pain, buttock pain, memory impairment, hypersensitivity to nickel. Updated events: joint pain was updated to arthralgia predominatly in the wrists and shoulders, chronic fatigue to physical and chronic fatigue, headache to cephalgia and headache, arm and leg pain to arm and leg pain / pain in the fingers or feet, memory impairment to slow thinking, memory loss, increasing wrong use of words. Essure removal date and surgery were reported, and event outcome. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.